Event description:
During a bone void filling procedure of a femoral condyle of the right knee the surgeon used accuport side targeted (self-drilling) cannula, part (B)(4). He performed the procedure by free hand- meaning he chose not to use the navigation targeting guide instruments that were provided with the cannula for the procedure. During initial targeting and insertion of the cannula, the surgeon believed he did not adequately target the bone void so he removed the cannula partially from the initial site and directed the cannula to a new location in the bone. After the introduction of bone substitute material to the site, the surgeon left the cannula inside the bone and stated he was unable to reinsert the inner cannula stylus. The surgeon then proceeded with an arthroscopy and acl reconstruction on the same knee with the cannula still inside the bone. The knee was flexed, extended, and manipulated during this part of the procedure. Following the second part of the procedure, the surgeon proceeded to remove the cannula. As he removed the cannula, approximately 10 to 15mm of the tip remained inside the femoral condyle.

Manufacturer narrative:
During testing in house, the product failure was able to be replicated. From further analysis and investigation, it was determined that the product failure was a result of failure to follow manufacturer instructions by the user.